Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm rec'd information that this dextrus atrial lead exhibited high thresholds. A chest x-ray confirmed the lead had dislodged. In a revision procedure, the lead was successfully repositioned. No adverse pt effects were reported. No additional information is available at this time. If additional information becomes available, this report will be updated.